Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is not possible to establish the root cause since the device was not returned for evaluation. The event can be detected/prevented by following the instructions for use: [olympus bf-uc190f reprocessing manual] has description about reprocessing procedure of bf-uc190f. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope had a black substance on the scope. The issue occurred during preparation for use during the initial cleaning of the scope. There were no reports of patient harm.